Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry indicating a 60 year old male patient presenting with acute myocardial infarction and cardiogenic shock endured ventricular tachycardia with a "possible" relationship to this impella device.

Manufacturer narrative:
The investigation for the reported limb ischemia and ventricular tachycardia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia and ventricular tachycardia could not be determined.

Manufacturer narrative:
B(5): additional information added to narrative. G(4): date of awareness added for new information. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella IFU: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
An additional notification was received via abiomed¿s long-term outcome and quality indicator impella registry indicating this patient to have endured "thrombus at origin of subclavian artery (limb ischemia)" with a "possible" relationship to this impella device: "action taken: low-dose heparin drip then eliquis."